Manufacturer narrative:
The root cause of this event is attributed to fatigue of the locating pin due to repeated impacting. The reliability is decreased if the broach handle is not fully tightened to the broach during impacting. Corrective action was implemented to improve the reliability of the locating pin.

Event description:
The broach handle sheared off with the pin inbedded in the broach. There was no adverse consequence to the pt due to this event.